Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When the anspach was powered the burr would release. Case type: pka.

Event description:
When the anspach was powered the burr would release. Case type: (B)(4).

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that when the anspach was powered the burr would release. Product evaluation and results: not performed as the product was lost and hence was not available for evaluation. Product history review: not performed as it is an OEM product. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 110940, s/n (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product unavailable for evaluation.